Event description:
Hosp reports foley catheter ch14 inserted in the or and the foley catheter could not be withdrawn, because the balloon couldn't be deflated. It was further reported this patient was an uncomplicated obstetric case, giving birth with short stay in the operating room.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. Additional info was requested and to date no additional event/patient details have been provided to date. There are eighteen cases associated with this product. A separate 3500a form has been submitted to address each case. (B)(4).